Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not specified). In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. From (B)(6) 2011, the patient indicated she consumed less food/drink in response to the alleged meter issue. As a result of the product issue, the patient claimed she developed a symptom of sweating approximately one week later. The patient, however, denied she received any medical intervention following the reported product issue. During troubleshooting, the csr noted the subject meter turns on manually with the power button and there was no misuse of the lfs product. The patient, however, did not have all her testing supplies available, therefore the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.